Event description:
It was reported that while ablating the right superior pulmonary vein, the catheter was observed to be constrained within the vein with the sheath close to the catheter array. The physician had difficulty rotating the catheter freely and had difficulty withdrawing the catheter into the sheath. The catheter array was identified as inverted, and catheter maneuvers were attempted to undo the inversion without success. The physician then forced the catheter to withdraw into the sheath to exit the left atrium, and a tied knot was noted on the catheter distal tip. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.